Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The device associated with this report was not returned. Review of the attached photos confirmed the reported event. Review of the device history records and or a complaint database search was not possible as the lot code required was unavailable. Repeated attempts to obtain the complaint sample proved unsuccessful. The investigation could not draw any conclusions regarding the reported event with the information available. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing / material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. Eco (B)(4) was approved and completed on january 15, 2010, which includes improvements to improve the durability of this instrument. Per previous communication with depuy engineering and the manufacturing supplier all product delivered after march 2010 will be of the new design. It is also known that for this product code, instruments of the older design are no longer distributed. Based on the investigation findings, the need for additional corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient underwent surgery on (B)(6) 2012 to retrieve the tip of a broken corail/trilock inserter that broke off and was left in the patient on (B)(6) 2012 and was not discovered on xray until later in the evening. (Left hip).